Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system turned off on its own after completing a cataract procedure. The system could not be turned on again. There was no patient involvement. The following surgeries were postponed.

Manufacturer narrative:
The system was examined and the reported event was replicated. The power switch and fuse drawer were replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 29, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming power switch and the fuse drawer. Whether both of these failed together or whether only one triggered the other to fail remains inconclusive. The manufacturer internal reference number is: (B)(4).